Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of device breakage is unknown the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5 mm dcp plate 9 holes/109 mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Product manufacture date: 29-may-2015, product manufacture location: synthes (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that a canine patient had an original surgery on (B)(6) 2017 for a broken left back femur bone due to a fall. Canine was implanted with one (1) 3.5 mm 9 hole plate and nine (9) screws. Five weeks post-operative the canine was observed to be limping. Canine was returned to surgery on (B)(6) 2017. It was reported that the dog presented with a broken plate. Plate/screws were removed and dog was revised to a 3.5 mm 10 hole locking plate and screws. Patient status was reported as good. This report is for a veterinary case. There was no human patient involvement. Patient status was reported as good. Also add ¿this report is for a veterinary case. There was no human patient involvement. Concomitant device: screw (part number unknown, lot number unknown, quantity 9) this report is for one 3.5 mm plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed on the returned subject device. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. Nine (9) unknown cortex screws (part and lot number unknown) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. This complaint is confirmed. The plate was received at cq in two (2) pieces. The oblique break occurred at the 4th hole. The material composition at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The thickness and width of the plate near location of breakage was measured at cq and found to be within specification per relevant human equivalent plate drawing. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. It is most likely due to early excessive mobilization by canine patient led to complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.